Event description:
A ventilator was returned to the manufacturer for service. There was no harm, or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code related to the active exhalation control module was found in the ventilator's downloaded error log. The device was no longer needed, and was scrapped.